Manufacturer narrative:
Analysis for mainframe found that the device audio board was defective. Audio board has been replaced. The device was successfully tested according to specifications. Analysis for interface found that the wave washer was worn and the clip assembly was bent. The wave washer has been replaced. The clip assembly has been replaced. The device has been successfully tested according to specifications. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that the mainframe and interface were defective. There was no patient impact.